Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿bowden cable torn¿ was confirmed. The following findings were noted during device evaluation: bending angle in up direction does not meet specifications, angle wire cut, light guide bundle with broken fibers, light guide lens corroded, bending section adhesive with visible thread, universal code is dirty, air water-cylinder has no color, suction cylinder has discoloration, switch box is dirty, and due to deformation of scope connector cover unit, water tightness is lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope bowden cable torn during reprocessing. Upon inspection and evaluation, channel and air/water tube with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the events (foreign material remained at the biopsy channel/ air water channel & channel port/scope channel was dirty) occurred because reprocessing was not conducted properly due to leakage from scope connector. However, a final root cause of these events was unable to be identified. The event (dirty channel port/scope channel) can be detected by following the instructions for use which state: ¿inspection of the endoscope.¿ the event (dirty channel port/scope channel:) can be prevented by following the instructions for use which state: ¿using endotherapy accessories - insertion of endotherapy accessories into the endoscope - do not insert endotherapy accessories forcibly or abruptly. The endotherapy accessory may extend from the distal end of the endoscope abruptly, which could cause patient injury, bleeding, and/or perforation. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the event (foreign material at the biopsy channel/air water channel) can be detected by following the instructions for use which state: ¿inspection of the instrument channel. Inspection of the endoscopic system.¿ the event (foreign material at the biopsy channel/air water channel) can be prevented by following the instructions for use which state: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control.¿ olympus will continue to monitor field performance for this device.